Manufacturer narrative:
Device is a combination product. Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38 synergy drug-eluting stent was selected for treatment. However, a strut that was lifted up was noted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. B3: date of event - updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38 synergy drug-eluting stent was selected for treatment. However, a strut that was lifted up was noted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Date of event - updated. Device evaluated by MFR; synergy ii us mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts from the mid-section to the distal end stretched distally over the distal tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38 synergy drug-eluting stent was selected for treatment. However, a strut that was lifted up was noted. The procedure was completed with a different device. No patient complications were reported.